Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that they had a brain bleed which they further clarified as mini-stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was getting an MRI and they didn't know what the exact reason was for it. They weren't sure if there was a suspected problem with device or therapy. They've had several CT scans in the last 3 weeks and they had a slight brain bleed. It has now disappeared but they wanted to do an MRI to check it in a little more detail just to make sure its not a device problem. The brain bleed was noted as an emergency situation and they were in the hospital on (B)(6) 2017. They had a "t.i.a." On (B)(6) 2017 and they were checked out of the hospital on the same day. No further complications were reported as a result of this event.